Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged the analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned fully fired. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The stapler jammed and remained closed on the tissues. They had to break the stapler to remove it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.